Manufacturer narrative:
It was noted that the pump was received with normal operating currents and no unexpected off no power, low battery, or weak battery alarms. The pump had an intermittent button response and a button error alarm due to corroded keypad traces. The pump had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she cleared the alarm and received a weak battery alarm. Customer changed the battery and now none of the buttons are responding except for the down arrow button. Customer stated that the pump may have been exposed to sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.